Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open pneumonectomy. The open stapler partially fired. The staple line was incomplete. To correct the incomplete staple line, the tissue was resected and restapled. The tissue was oversewn. The product problem resulted in unanticipated tissue loss and tissue damage. Medical or surgical intervention was necessary in order to prevent a permanent impairment of a function. Surgical time was extended by 30 minutes or more. Patient status is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during an open pneumonectomy. The open stapler partially fired. The tissue was cut thinking the staples had deployed, but it was hard because the clamps prevented it. The handle worked but opened only partly by violent acting. A piece was cut from the pericardium and the gauze was stitched on the bronchus stump to plug it up. The hole in the pericardium remained open. The staple line was incomplete. To correct the incomplete staple line, the tissue was resected and restapled. The tissue was oversewn. The product problem resulted in unanticipated tissue loss and tissue damage. Medical or surgical intervention was necessary in order to prevent a permanent impairment of a function. Surgical time was extended by 30 minutes or more. Patient status is alive, with injury. The current patient status is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of a device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned photograph noted that the sulu was fully fired and one staple hung up in the sulu staple pocket. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over an obstruction damaging the pusher and resulting in the observed malformed staple. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.